Event description:
Customer reports, that during a laparoscopic cholecystectomy, the atraumatic grasper device broke at the jaw. The broken part did not fall into the patient and it was recovered unevenfully. There was no injury and/or significant delay during the incident.